Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a scheduled device replacement, episodes of noise were observed on the right ventricular lead. Noise was able to be reproduced with provocative testing. An x-ray examination found no lead damage. The lead was explanted and replaced with no adverse consequences to the patient. The patient was stable.